Manufacturer narrative:
Internal complaint reference: case-(B)(4). Chubb, h. A., cornish, e. R., hallstrom, b. R., & hughes, r. E. (2021). Early benchmarking total hip arthroplasty implants using data from the michigan arthroplasty registry collaborative quality initiative (marcqi). Orthopedic research and reviews, 13, 215.

Event description:
It was reported that on literature review "early benchmarking total hip arthroplasty implants using data from the michigan arthroplasty registry collaborative quality initiative (marcqi)", an unknown number of patients had an unknown event after an initial tha due to osteoarthritis using a polarstem / r3 combination. The events were treated via revision surgery. Patients outcome if known. No further information is available.

Manufacturer narrative:
The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.